Manufacturer narrative:
The site or nurse declined to provide patient information. Return requested. Replacement small straight ratcheting handle shipped to site 08/16/2016. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site operating room (or) nurse reported that, while in a scoliosis spine procedure, the surgeon used a sharp navlock instrument for making holes to the spine for the screws. Mid-surgery, the metallic knob at the end of handle broke down. Metal piece from end of navlock handle fell down to the floor. No further details regarding the damage, or how it occurred, were provided. A second small straight ratcheting handle was brought in to be used to continue the procedure normally. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
Investigation of returned suspect ratcheting handle finds that as reported, the end cap of the handle has been broken off. Otherwise, the handle is in good condition. The ratchet mechanism and instrument locking device function normally. The reported issue was confirmed to be caused by physical damage to the handle end. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.